Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedance. As a result, a surgical procedure occurred on (B)(6) 2021 in which the physician used a trial cable to confirm high impedance and lead fracture. The physician was able to reprogram the patient to resolve the issue and restored therapy.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the lead was explanted and replaced to address the issue.